Event description:
The dealer states the consumer alleges the joystick made the chair move on its own. No injury is alleged.

Manufacturer narrative:
Initial (B)(4) issued uf/importer report #1525712-2011-00316. The component, joystick, model #1127291, serial # (B)(4) was returned for an evaluation. The joystick was functionally tested with no discrepancies found. The complaint could not be duplicated. Evaluation pending the receipt of (B)(4).

Manufacturer narrative:
Evaluation pernding the reciept of (B)(4).

Event description:
The dealer states the consumer alleges the joystick made the chair move on its own. No injury is alleged.